Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag system stopping unexpectedly with an active motor alarm were not confirmed. The centrimag motor (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information for this event indicates that no patient consequences occurred as a result of the event, and that the centrimag console and motor were exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. This event will be reopened with further investigation if the product is returned. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag system stopping unexpectedly with an active motor alarm were not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. A log file was extracted from the returned console (evaluated separately); however, the log file did not capture data from the reported event date of 22apr2025, and no atypical events or alarms were observed throughout the data. Available information for this event indicates that no patient consequences occurred as a result of the event, and that the centrimag console and motor were exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console did not detect the motor. Connection was verified, and the alarm disappeared, and it functioned correctly. It continued to work well until items were transferred from the suitcase to the extracorporeal membrane oxygenation (ECMO) cart. Suddenly, the motor error reappeared, and it felt as if the centrifuge stopped immediately. Connection was verified again, the motor was disconnected from the console, and the cable at all points were adjusted, and it worked. The console never turned off; it just remained at zero rpm flow and displayed a motor error. The patient involved did not suffer any consequences. Motor was exchanged on (B)(6) 2025. Patient was stable.